Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set tubing kinked event on (B)(6) 2025. The infusion set was in use for 2 hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.